Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic procedure, noise was not normal when firing. The surgeon was able to squeeze the handle, and the loader did not staple or cut. To complete the case, a new handle and reload were used. There was no patient injury.